Manufacturer narrative:
(B)(6). Section d4: device indentification details were not received. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a small hole on the base of the chamber. Residue was identified inside of the chamber and around the hole. Analysis of the residue around the hole indicated the presence of sodium and chlorine, along with other chemical substances. Conclusion: our investigation confirmed the reported hole on the base of the mr290v vented autofeed humidification chamber. Further analysis indicated that it was due to the exposure of the chamber base to a source of sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare representative that an mr290v humidification chamber was found leaking water. The heatlhcare facility identified a small hole in the chamber base. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Section d4: device indentification details were not received. The subject mr290v vented autofeed humidification chamber is currently en route to fisher & paykel in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare representative that an mr290v humidification chamber was found leaking water. The heatlhcare facility identified a small hole in the chamber base. There were no patient consequences reported.